Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device was explanted.

Event description:
Healthcare professional reported left side "deflation". Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on jun 16, 2021 with lot number 1700168. Visual analysis of the returned device identified; fold creases, curved openings, observed void >1 mm in non-textured, valve-to shell-bond area. The leak test and microscopic analysis was performed which identified: curved striated openings on posterior and anterior side assessed as surgical damage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: d.6a, g.1, h.3, h.6.